Event description:
It was reported that there was high impedance on the high voltage coil of the lead. It was later reported that the lead "snapped in half near the pocket". It was reported the lead was partially explanted, capped, and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was stretched and had blood/body fluid (not obstructed), the outer insulation had a cosmetic depression, and there was apparent explant damage. It was noted that only visual analysis was performed.

Event description:
It was reported that there was high impedance on the high voltage coil of the lead. No intervention reported. Lead remains in use. No patient complications were reported as a result of this event.